Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00257 on december 19, 2017. February 15, 2018 additional information: the patient samples were not available for further investigation and testing. The advia centaur xp and the alternate method results cannot be directly compared given differences in antibody specificity across the different vendor's assays. Siemens is unable to rule out differences in antibody selection causing cross reactivity or possible medications/treatments causing an interference as the cause of this discordant results. Quality control and other patient samples are not affected. This issue only affected this patient sample. The cause for the advia centaur xp prolactin (prl) discordant results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the advia centaur xp prolactin (prl) discordant results is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Discordant low advia centaur xp prolactin (prl) results were obtained on a patient sample. The results were discordant with the high results from the support laboratory using an alternate method. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant prolactin (prl) results.